Event description:
It was reported that the pt died in his sleep. No cause of death or relationship to the device was reported. The physician noted that the last time they saw the pt he did not complain of any issues with the device.